Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh result for one patient when compared to the result from the main hospital. The sample was repeated, and the result was within normal range. The following data was provided: normal reference range is 0.35 to 4.94 uiu/ml. On (B)(6) 2023, sid: (B)(6), initial result (plasma sample) = < 0.0083 uiu/ml. On (B)(6) 2023, (main hospital; different draw) result = 2.369 uiu/ml. On (B)(6) 2023, sid: (B)(6), recentrifuged and repeated result = 1.3 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot numbers 40260ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The median patient result for lot 40260ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Based on this investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 40260ud00 was identified.